Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. Based on the log file analysis the reported event could be confirmed. The device performed an unexpected restart of the ventilation unit with accompanying visual and auditory alarm on the 5th of december 2023. The restart was triggered by the safety software as a specified reaction on a detected time-out in the software task processing. As a safety feature of the system, the safety software analyses and verifies proper function of the device. In case of a detected deviation regarding operation of the ventilation unit, the safety software triggers a synchronized restart of the ventilation unit and the ecd in order to reset the system to a specified state. During restart sequence the ventilation is temporarily interrupted, and the safety valve is opened to ambient allowing the patient for spontaneous breathing. The deviation will be indicated by activated auxiliary auditory alarm. The restart sequence of the ventilation unit takes up to a maximum of 8 seconds until evita v600 automatically resumes the ventilation with the latest settings. The restart sequence of the ecd may take up to a maximum of 1 minute. In the meantime, the user can observe the already resumed ventilation and safety-relevant parameters such as fio2 concentration, minute volume and airway pressure in the oled-display of the ventilation unit. Finally, the alarm message "ventilation unit restarted" will be prompted on the screen with accompanying auditory alarm and the auxiliary auditory alarm ceases automatically. The ventilator reacted as specified on a detected time-out in the software task processing and triggered a synchronized restart of the ventilation unit and the ecd. The user was notified about the situation by posted auditory and visual alarm. Dräger became aware about other complaints with respect to the same error pattern. A deeper analysis of the error pattern was performed. A fsca has been published.

Event description:
It was reported that the device restarted when it was connected to a patient. The device continued to work on the patient until it was replaced. There were no health consequences for the patient reported.

Event description:
It was reported that the device restarted when it was connected to a patient. The device continued to work on the patient until it was replaced. There were no health consequences for the patient reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.